Manufacturer narrative:
The reported event of end of life on return ipg was not confirmed. At receipt, the ipg would not communicate due to a depleted battery. The battery was recovered, communicated and was fully recharged. It passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. The patient reported routinely charging the ipg prior to losing communication. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.